Event description:
The nurse reported a system message displayed during silicone oil injection. The system viscous fluid control (vfc) would not inject. The silicone oil injection was completed manually. After the case, the system was rebooted and the system message never displayed again. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. The system did not display the system message again and there were no further problems reported with the vfc. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).